Manufacturer narrative:
Findings: unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked reservoir tube and battery tube threads. Unit received with scratched lcd window. Unit received with stripped battery cap coin slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 42 mg/dl. The customer was treated by eating/drinking. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 42 mg/dl. The customer stated the button error alarm did not occur right after the pump was exposed to moisture. The customer stated that the pump fell in the pool. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. The customer reported via phone call that the insulin pump was exposed to fluid. Customer's blood glucose at time of incident was 42 mg/dl. The customer stated that pump fell in the pool. The button error alarm is present in history at or around the time the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to backup plan.